Event description:
In (B)(6) 2017 I began getting bladder infections, by spring of 2018 I went to a urologist, he did a cystoscope but was unable to figure out why I was continuing to get infected. I asked about the mesh, but he said it was fine. Infections continued and I started getting resistance to antibiotics. Next, an infectious disease doc, and a gynecologist. I found what I thought was the best urologist in (B)(6). Many heparin treatments and daily antibiotic later, the chronic pain continued. In (B)(6) 2018 she decided I needed more mesh to lift my bladder. On the morning of my surgery I asked the dr to check my 2009 urethra sling. Also, that was the morning after (B)(6) aired the boston scientific mesh fiasco. I asked the dr about it, she said don¿t worry that's not what I'm getting. I said oh well if there is a problem it can all be taken out. She said it is not meant to come out. After surgery I had a bladder infection within 3 weeks. I was put on daily antibiotics, more heparin treatments, pelvic floor therapy. Chronic pain continued. In (B)(6) the dr took me off antibiotics and I had 3 infections, the last was the proteus mirabelles, a very persistent little bugger, by (B)(6) I had sores throughout my bladder. In (B)(6) of 2019 the oc doc said let¿s try a pessary. I had asked the dr many times if it was the mesh, she said no looked good during surgery. I was fed up so I made appointment with a (B)(6) urologist. She did tests and found I was having infections and complications from mesh. My original urethra sling was put in 2009 during hysterectomy surgery. On (B)(6) the (B)(6) dr removed 90% both the 2009 and 2018 mesh. The dr said my mesh had shrunk around my urethra and bladder. Ouch!! Now my bladder has dropped and I am having chronic pain which may be the anchors. She said they have to go in my abdomen to remove them. I see her on (B)(6). I also will need reconstructive surgery. I¿m still taking meds to stop infection. I will try and see in (B)(6) if I no longer need antibiotics. My hope is at least no more infections. If this continues my bacteria one day will be resistant to antibiotics. I also have had other complications such as torn tendons in my shoulder from when I had too much cipro and went to swim class. Also arthritis on steroids, which may or may not be related. Thanks for reading, hopefully this report will benefit others. FDA safety report ID # (B)(4).